Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter's wife contacted animas and alleged that the display screen is so scratched that is very hard to for the patient to read. The pump does not have a lens film. There is no allegation of an adverse event. This complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/29/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The display lens was observed to be heavily scratched, obstructing the view of the screen. During testing, the text on the display was dim/faded and discolored. When replaced with a test display, the screen functioned properly.